Manufacturer narrative:
On 12-03-2015 an ocd field engineer (fe) arrived at the customer site and found b solution bottle bottom connector broken. Fe replaced bottle, connector, syringe and cavro valve. When customer ran qc, they received maqerrcod115, fe then replaced wash station and probe as a response to the error code. The investigation determined that the most likely root cause of this event was instrument related. No incorrect or erroneous results were reported as a result of this incident. There was no risk present at the time of the incident. There was no harm to any patient.

Event description:
Customer reported a false negative antibody screen on the provue for a patient with a history of an antibody. The sample was tested manually using the same cells and cards (as used on the provue) and antibody screen is positive. The customer also experienced an error generated by the provue which was entered as a separate mxp header. No incorrect or erroneous results were reported as a result of this incident.